Event description:
In 2010, an advance sling was implanted. The pt alleges the device 'never worked' and he had recurring incontinence. It was reported the advance sling 'failed' post implantation. During the implant of another continence device, in (B)(6) 2013, the physician reported no relocation of the urethra and did not see any mesh upon dissection. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.